Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the outer coils were then removed in several fragments until no further coil was visualized') and fallopian tube perforation ('left essure device visible through the uterine serosa and broad ligament at the cornua') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heavy periods and pelvic pain female. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and hydrosalpinx ("left hydrosalpinx"). The patient was treated with surgery (bilateral salpingectomy, novasure ablation, d and c). Essure was removed. At the time of the report, the device breakage, fallopian tube perforation and hydrosalpinx outcome was unknown. The reporter considered device breakage, fallopian tube perforation and hydrosalpinx to be related to essure. The reporter commented: as per mr, discrepancy noted: date of insertion: (B)(6) 2010 the essure implant was introduced to the right side. One coil was noted after deployment of the coils. The same procedure was performed on the left and 1 coil was seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage, fallopian tube perforation, hydrosalpinx. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-dec-2020: mr received. Reporter information, patient details, medical history and rcc added. Event "essure removed" was updated to "the outer coils were then removed in several fragments until no further coil was visualized". New events- fallopian tube perforation, hydroslpinx added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the outer coils were then removed in several fragments until no further coil was visualized') and fallopian tube perforation ('left essure device visible through the uterine serosa and broad ligament at the cornua') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included prolonged heavy periods and pelvic pain female. On -(B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and hydrosalpinx ("left hydrosalpinx"). The patient was treated with surgery (bilateral salpingectomy, novasure ablation, d and c). Essure was removed. At the time of the report, the device breakage, fallopian tube perforation and hydrosalpinx outcome was unknown. The reporter considered device breakage, fallopian tube perforation and hydrosalpinx to be related to essure. The reporter commented: as per mr, discrepancy noted: date of insertion: (B)(6) 2010 the essure implant was introduced to the right side. One coil was noted after deployment of the coils. The same procedure was performed on the left and 1 coil was seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage, fallopian tube perforation, hydrosalpinx. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: case became serious incident. Previously reported event injury to herself replaced with essure removed. Essure implant date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.